Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The biomed reported that the autopulse platform (s/n: (B)(4)) stopped compression after 5 cycles. No error codes/messages were observed. No further information was provided and it is not known if there was patient involvement.